Event description:
New information received notes that the insulation breach exhibited by the right ventricular (rv) lead was initially noted via fluoroscopy.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited an insulation breach. The lead was explanted and replaced. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.